Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician speculated the atrial tachycardia induced ventricular tachycardia which was successfully pace terminated with v-atp (ventricular anti-tachycardia pacing). The ICD remains in use. No patient complications have been reported as a result of this event.